Event description:
It was reported that the user started a new freestyle libre 3+ sensor and did not receive blood glucose readings on the ilet bionic pancreas and observed that the ilet was still connected to the prior sensor in which troubleshooting included a sensor toggle to connect the new sensor. Symptoms included absence of glucose data displayed on the ilet with not reported adverse clinical symptoms. Outcomes included troubleshooting and education provided to address incorrect or incomplete cgm pairing and sensor selection with no health impact. User support included technical troubleshooting and guidance to verify cgm selection and pairing status. Investigation of this case revealed that the ilet remained paired to the prior sensor and that the user attempted pairing with the wrong sensor type, consistent with an incorrect pairing process rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user setup error during cgm pairing and configuration was the cause.